Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for the lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It should be noted that the mini trek instructions for use states that if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and/or damage/separation of the catheter.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: whisper; guide cath: jl 3.5 6f; rhv: copilot; sheath: 6f. The device has been received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure to dilate a heavily tortuous and heavily calcified lesion in the distal left circumflex coronary artery, a mini trek 1.2x6 mm balloon dilatation catheter (bdc) failed to cross the lesion. Resistance was met with the anatomy on retraction of the mini trek bdc and excessive force was applied. Subsequently, the proximal shaft separated into 2 pieces outside the patient anatomy. The separated shaft was removed with the guide wire. A new mini trek 1.2x6mm bdc was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure reported. No additional information was provided.